Manufacturer narrative:
Additional information (01feb2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the data provided. There were no instrument related issues identified by log file review. Contributing factors such as sample integrity and/or preanalytical variables cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens filed the initial MDR 2432235-2020-00465 on 07dec2020.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (thcg) patient result was obtained on an atellica im 1600 instrument. The initial result was reported to the physician(s). A new sample was drawn and repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg results.